Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("the outer coil was taken out but the inner coil was already lodged in my fallopian tube during insertion") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional device use issue "two inner coils and one outer coil on the left fallopian tube" on (B)(6) 2018. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: her physician said that there was a malfunction in the inner coil and outer coil. The inner coil was inserted and there was a malfunction with the outercoil , it was actually taken out but the inner coil was already lodged in her fallopian tube. The outer coil was removed and physician reinserted a new device , she had to open up a new box and with the inner coil and outer coil and it went well. So she actually has two inner coils and one outer coil on the left fallopian tube. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("the outer coil was taken out but the inner coil was already lodged in my fallopian tube during insertion") in a 39-year-old female patient who had essure (batch no. He012z0) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "had a faulty deployment of essure/stretched the delivery catheter during insertion" on 10-apr-2018 and device use issue "two inner coils and one outer coil on the left fallopian tube/left side has 2 coils and the right side has 1 coil." On 10-apr-2018. On 10-apr-2018, the patient had essure inserted. On 10-apr-2018, the patient experienced device breakage (seriousness criterion medically significant), complication of device insertion ("complication of device insertion") and fallopian tube spasm ("tubal spasm"). Essure treatment was not changed. At the time of the report, the device breakage, complication of device insertion and fallopian tube spasm outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage and fallopian tube spasm with essure. The reporter commented: her physician said that there was a malfunction in the inner coil and outer coil. The inner coil was inserted and there was a malfunction with the outer coil, it was actually taken out but the inner coil was already lodged in her fallopian tube. The outer coil was removed and physician reinserted a new device, she had to open up a new box and with the inner coil and outer coil and it went well. So she actually has two inner coils and one outer coil on the left fallopian tube. The patient said her health care professional mailed her the lot number. Left and right do have same lot. She said hcp had problem with insertion, hcp inserted 2 coils and one coil was further down in tube. She said hcp showed her x ray of coils. Md told her it was defective. She said she is scheduled for surgery on friday (nos) to remove second piece (coil) on left side, which looks like it is a loop. The right looks normal. Left side tube has 2 coils and the right side has 1 coil. Consumer was only given one left and one right lot # (both lot# he012z0, ref# (B)(4), exp date: reverse side of patient ID card 24-09-15. Caller stated the inner coil deployed but not the outer coil and when she looked at the pelvic x-ray she said it looked like it was completely inserted inner and outer but she is not sure and that is why she inserted another one right behind it. The other one that she inserted is coiled right now. On the pelvic x-ray it is not straight it is like a loop. That is the one they are taking out this friday and the initial one that was pushed further down the fallopian tube that she didn¿t think she had inserted. She said that one is going to require more invasive incision. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on 10-apr-2018: results: 2 coils on the left side. Diagnostic results: physician accidentally placed 2 essure inserts on patient's left side. She had issues with drive deploying, and did not realize it actually released. She was unaware of how to inspect the end of the delivery system, and look for the gold band. She immediately had an xray done, after we spoke, and saw there were 2 inserts placed. On the pelvic x-ray it is not straight it is like a loop. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2018: quality safety evaluation of product technical complaint. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("the outer coil was taken out but the inner coil was already lodged in my fallopian tube during insertion") in a 39-year-old female patient who had essure (batch no. He012z0) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two inner coils and one outer coil on the left fallopian tube/ left side has 2 coils and the right side has 1 coil." On 10-apr-2018. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), complication of device insertion ("complication of device insertion"), device deployment issue ("had a faulty deployment of essure / stretched the delivery catheter during insertion") and fallopian tube spasm ("tubal spasm"). Essure treatment was not changed. At the time of the report, the device breakage, complication of device insertion, device deployment issue and fallopian tube spasm outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage, device deployment issue and fallopian tube spasm with essure. The reporter commented: her physician said that there was a malfunction in the inner coil and outer coil. The inner coil was inserted and there was a malfunction with the outercoil , it was actually taken out but the inner coil was already lodged in her fallopian tube. The outer coil was removed and physician reinserted a new device , she had to open up a new box and with the inner coil and outer coil and it went well. So she actually has two inner coils and one outer coil on the left fallopian tube. The patient said her health care professional mailed her the lot number. Left and right do have same lot. She said hcp had problem with insertion, hcp inserted 2 coils and one coil was further down in tube. She said hcp showed her x ray of coils. Md told her it was defective. She said she is scheduled for surgery on friday (nos) to remove second piece (coil) on left side, which looks like it is a loop. The right looks normal. Left side tube has 2 coils and the right side has 1 coil. Consumer was only given one left and one right lot # (both lot# he012z0 ref# ess305) , exp date: reverse side of patient ID (B)(6). Card caller stated the inner coil deployed but not the outer coil and when she looked at the pelvic x-ray she said it looked like it was completely inserted inner and outer but she is not sure and that is why she inserted another one right behind it. The other one that she inserted is coiled right now. On the pelvic x-ray it is not straight it is like a loop. That is the one they are taking out this friday and the initial one that was pushed further down the fallopian tube that she didn¿t think she had inserted. She said that one is going to require more invasive incision. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip - on 10-apr-2018: 2 coils on the left side physician accidentally placed 2 essure inserts on patient's left side. She had issues with drive deploying, and did not realize it actually released. She was unaware of how to inspect the end of the delivery system, and look for the gold band. She immediately had an xray done, after we spoke, and saw there were 2 inserts placed. On the pelvic x-ray it is not straight it is like a loop. Most recent follow-up information incorporated above includes: on 17-apr-2018: physician called reporting she had accidentally placed 2 essure inserts on patient's left side. She had issues with drive deploying, and did not realize it actually released. She was unaware of how to inspect the end of the delivery system, and look for the gold band. She immediately had an xray done, after we spoke, and saw there were 2 inserts placed. The patient now wants them removed. On 13-apr-2018: physician declined to provide additional information about the event. Replacement was not requested. On 18-apr-2018: left side has 2 coils and the right side has 1 coil. Consumer was only given one left and one right lot # (both lot# he012z0 ref# ess305). Caller stated on friday (nos) she is having surgery to remove the extra coil that was placed. The patient said her health care professional mailed her the lot number. Left and right do have same lot. She said hcp had problem with insertion, hcp inserted 2 coils and one coil was further down in tube. She said hcp showed her x ray of coils. Md told her it was defective. She said she is scheduled for surgery on friday (nos) to remove second piece (coil) on left side, which looks like it is a loop. The right looks normal. Essure is ongoing. On 19-apr-2018: cases 2018-073671 and 2018-072199 were identified as a duplicate of this case and will be deleted from bayer database, all information was transferred to this remaining case - reporter, lab data, essure indication and events had a faulty essure deployment / stretched the delivery cateter during insertion and tubal spasm added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("the outer coil was taken out but the inner coil was already lodged in my fallopian tube during insertion") in a 39-year-old female patient who had essure (batch no. He012z0) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two inner coils and one outer coil on the left fallopian tube/ left side has 2 coils and the right side has 1 coil." On (B)(6) 2018. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criterion medically significant), complication of device insertion ("complication of device insertion"), device deployment issue ("had a faulty deployment of essure / stretched the delivery catheter during insertion") and fallopian tube spasm ("tubal spasm"). Essure treatment was not changed. At the time of the report, the device breakage, complication of device insertion, device deployment issue and fallopian tube spasm outcome was unknown. The reporter provided no causality assessment for complication of device insertion, device breakage, device deployment issue and fallopian tube spasm with essure. The reporter commented: her physician said that there was a malfunction in the inner coil and outer coil. The inner coil was inserted and there was a malfunction with the outer coil, it was actually taken out but the inner coil was already lodged in her fallopian tube. The outer coil was removed and physician reinserted a new device, she had to open up a new box and with the inner coil and outer coil and it went well. So she actually has two inner coils and one outer coil on the left fallopian tube. The patient said her health care professional mailed her the lot number. Left and right do have same lot. She said hcp had problem with insertion, hcp inserted 2 coils and one coil was further down in tube. She said hcp showed her x ray of coils. Md told her it was defective. She said she is scheduled for surgery on friday (nos) to remove second piece (coil) on left side, which looks like it is a loop. The right looks normal. Left side tube has 2 coils and the right side has 1 coil. Consumer was only given one left and one right lot # (both lot# he012z0 ref# ess305), exp date: reverse side of patient ID card 24-09-15. Caller stated the inner coil deployed but not the outer coil and when she looked at the pelvic x-ray she said it looked like it was completely inserted inner and outer but she is not sure and that is why she inserted another one right behind it. The other one that she inserted is coiled right now. On the pelvic x-ray it is not straight it is like a loop. That is the one they are taking out this friday and the initial one that was pushed further down the fallopian tube that she didn't think she had inserted. She said that one is going to require more invasive incision. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray of pelvis and hip: on (B)(6) 2018: 2 coils on the left side. Physician accidentally placed 2 essure inserts on patient's left side. She had issues with drive deploying, and did not realize it actually released. She was unaware of how to inspect the end of the delivery system, and look for the gold band. She immediately had an xray done, after we spoke, and saw there were 2 inserts placed. On the pelvic x-ray it is not straight it is like a loop. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.